Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a past hyperglycemic event with a blood glucose (bg) reading of 300 mg/dl and a past hypoglycemic event with a bg reading of 54 mg/dl while using the insulin pump. The patient did not require emergency medical intervention for either event. To address the hyperglycemia, the patient changed the infusion set and administered a manual bolus. During the infusion set change, blood was observed on the cannula and at the insertion site. A new infusion set was inserted, and insulin delivery was resumed. Subsequently, the patient experienced hypoglycemia with a bg of 54 mg/dl. The patient reported contacting their trainer, who adjusted therapy settings, including insulin sensitivity. The patient also reported increased anxiety and a loss of confidence in the pump related to critical low and high glucose alerts and algorithm-generated glucose projections. At the time of the report, the patient's current cgm/bgm reading was 59 mg/dl. There was patient involvement; however, no injury or permanent harm was reported.